Event description:
The sales rep reported the expressew iii needle derailed inside his expressew iii without hook while deploying the needle into the patient causing the distal tip to break off into the patient during a rotator cuff procedure. This was the second time the surgeon tried to deploy the needle, he had already passed sutures once with the device and needle. The surgeon was able to get the broken piece of the needle out of the patient and completed the procedure with no patient consequences. There was a 20 minute delay. The device is coming back for evaluation but the needle was discarded already by the customer. The sales rep verified they took x-rays after the procedure to make sure all pieces of the broken needle were removed. No further details were provided.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated non-conformance and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. Although hitting bone or excessive hard tissue while passing the needle could be a possible root cause, based on the information provided, a root cause for this failure cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the expressew iii needle derailed inside his expressew iii without hook while deploying the needle into the patient causing the distal tip to break off into the patient during a rotator cuff procedure. This was the second time the surgeon tried to deploy the needle, he had already passed sutures once with the device and needle. The surgeon was able to get the broken piece of the needle out of the patient and completed the procedure with no patient consequences. There was a 20 minute delay. The device is coming back for evaluation but the needle was discarded already by the customer. The sales rep verified they took x-rays after the procedure to make sure all pieces of the broken needle were removed. No further details were provided.